Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision procedure with mentor smooth round moderate profile 575cc saline breast prostheses when the right breast prosthesis deflated after implantation. Deflation was visibly noticed by both the patient and the patient¿s doctor. In addition, the patient developed capsular contracture (baker grade unknown) in both breasts. As a result, the patient will undergo explantation on (B)(6) 2018. This medwatch report is for the left breast prosthesis.

Manufacturer narrative:
On 06/27/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture. The implant was sent and received by mentor for analysis; however, it was lost before the analysis could be performed. An internal investigation was created to further investigate the cause of the lost device. A device investigation was completed based off a photo taken of the devices before they were lost. Upon visual inspection of the picture, both devices appeared intact. Since the device is not available no tests can be performed, and no determination of possible contributing factors could be made. A manufacturing record evaluation (mre) was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, the current complaint rate was reviewed, and no significant statistical trends were observed at the functional family level and product experience code. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/14/2018, the mentor product analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 11/14/2018, mentor received additional information about the event. After explantation surgery, the patient had her left breast prosthesis replaced with a mentor smooth round moderate profile 525 cc saline breast prosthesis and her right breast prosthesis replaced with a mentor smooth round moderate profile 425 cc saline breast prosthesis. Manufacturer¿s reference number: (B)(4).